Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine source: phone.

Event description:
Reported conflicting sars results for 1 symptomatic consumer. The consumer communicated that they received a positive result followed by a negative results an hour later with quickvue otc testing. No confirmatory testing completed.